Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of the groshong connector becoming disconnected is inconclusive due to the condition of the returned sample. One 4 fr groshong nxt clearvue catheter with its inlaid stiffening stylet and warning tag was returned for evaluation. The returned catheter did not appear to have been connected to the groshong connector based on visual and microscopic observations. A conclusion for the alleged incident could not be confirmed because the groshong connector was not returned for evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was placed on may 11. The patient was not aware of when the fasteners of the extension tube came off. Upon awareness, the patient immediately went back to hospital for treatment. Since it had been exposed to the air, the clinician removed the catheter after evaluation and replaced it with a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the catheter was placed on (B)(6) the patient was not aware of when the fasteners of the extension tube came off. Upon awareness, the patient immediately went back to hospital for treatment. Since it had been exposed to the air, the clinician removed the catheter after evaluation and replaced it with a new one.